Manufacturer narrative:
The complaint investigation is still pending at this time. Ei initial report (full) phone: (B)(6).

Event description:
The complaint involved a plum 360¿ infuser. A patient was enroute to go back to or, however, just as patient was about to leave the unit, the distal occlusion alarm occurred that led to the patient becoming hypotensive because the patient was pressor dependent. There was delay in therapy as the patient needed to go back to the room to be stabilized before being able to go to the or. Similar alarms also occurred during a second attempt to go to or which also prompted the ICU medical doctor to have to utilize push dose medications during transportation.